Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results: a visual inspection of the pump showed evidence of moisture behind the display lens. The battery compartment was cracked and evidence of moisture was in the battery compartment. The battery cap had damaged threads and was unable to fully tighten on to the pump. The pump was able to power on with a test cap. A call service alarm was emitted upon each rewind attempt and the power issue was unable to be fully investigated. The pump failed a leak test at the battery compartment. The pump cover was opened and additional moisture was found in the pump. Unrelated to the complaint, the display screen was dim and discolored.